Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported information.

Event description:
Per customer: item snapped at the joint during surgery. No pt injury. On (B)(6) 2011, the customer reports via phone that the surgeon was performing a turbinates reduction with nsr through the nose when the operative end of the device broke at the connection to the grip during blunt tissue dissection. Confirmed there was no pt injury nor potential for harm. This was first time use for the device.